Event description:
The facility representative reported a fail code 810:11. Info was not provided regarding whether or not the failure occurred during a pt infusion. No reports of pt injury or medical intervention.